Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the coil delivery wire was kinked and the main coil was stretched. The main coil was noted to be detached from the pusher wire electronically. Functional test could not be performed due to the damaged condition of the device. It is possible that coil delivery wire was damaged during the procedure as force may have been applied when the friction was felt during the procedure. Based on the available information, the patient¿s anatomy was severely tortuous. It is probable that when the coil was being re-positioned through the catheter that the medical intervention would have taken place. Therefore, an assignable cause of procedural factor has been assigned to the as reported issue.

Event description:
It was reported that during the procedure, the main coil (subject device) was stuck at the distal portion of the microcatheter. The physician tried to retrieved by applying negative pressure with a syringe, but the coil could not be removed. After that, it was caught with snare and retrieved with microcatheter and the procedure was completed successfully. There are no known clinical consequences to the patient at this time.

Event description:
It was reported that during the procedure, the main coil (subject device) was stuck at the distal portion of the microcatheter. The physician tried to retrieved by applying negative pressure with a syringe, but the coil could not be removed. After that, it was caught with snare and retrieved with microcatheter and the procedure was completed successfully. There are no known clinical consequences to the patient at this time.